Event description:
Boston scientific received information that one week following the implant procedure, the right ventricular (rv) lead would not capture at 7.5 v. As a result, the lead was successfully repositioned. No adverse patient effects were reported.

Event description:
Information was received that during the revision procedure when the tip of the lead was moved even a little bit, the threshold measurement was very bad. Therefore, the physician suspected the issue was caused by micro-dislodgement. Measurements were appropriate following the revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.